Manufacturer narrative:
(B)(4). The rep advises the following: I went to site to pick this device up and spoke to the nurses re product complaint. The nurse was new and did not realize that the echelon stapler comes without cartridge. I looked at ec60a and it appeared obvious what happened. The reload was loaded incorrectly (sled was bumped forward upon insertion), the surgeon didn¿t notice and tried to fire, the stapler then locked out and the surgeon didn¿t know how to reverse blade direction. I am meeting with surgeon monday to go over steps to use and things to look out for.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained from the rep: it was a new nurse in the case and she thought that the echelon came with a reload preloaded. I spoke to her today and pointed out that it says ¿no cartridge¿ on the box.

Event description:
It was reported that during an unknown procedure, the tip of the device locked, unable to open to use. The cartridge was not in the box, it was missing. It is unknown how the procedure was completed. There was no adverse consequence to the patient reported.